Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The patient was using an Omnipod 5 insulin pump at the time of the event. On (b)(6) 2026 at approximately 2:00 AM, the patient received CGM low glucose alerts indicating a value of 40 mg/dL. No associated symptoms were reported at that time. Due to a lack of blood glucose test strips, the patient was unable to perform a BG measurement and consumed approximately 4 ounces of juice in response to the CGM readings. Subsequently, the patient experienced chest pain, nausea, and vomiting. Emergency Medical Services (EMS) were contacted and transported the patient to the hospital. During transport, EMS administered intravenous insulin and saline. At some point during transport or upon arrival at the hospital, the CGM reading was reported as 187 mg/dL while a BG measurement was reported as 1200 mg/dL. Upon hospital admission, treatment included Dilaudid and additional intravenous medications. The patient remained hospitalized for more than 24 hours and was discharged on (b)(6) 2026 in stable condition. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and Diabetic Ketoacidosis.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.